Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include hyperglycemia, abdomen pain and vomiting. The patient reports having bleeding at the pod infusion site (abdomen) as well as redness. Once at the hospital the patients pod was removed. The patient was treated with 2 bags of intravenous fluids as well as antibiotics and zofran. The patient was prescribed clindamycin (300 mg) to be taken 3 times daily for 7 days and zofran (4 mg) to be taken every 4 hours. The patient was discharged from the hospital after 4.5 hours. It should be noted the patient was treated for wound from a spider bite while in the hospital.